Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.

Event description:
It was reported that the customer had issues with his sensors. Customer stated that his sensors do not last more than four days. Customer also stated that he was treating based on his sensor glucose reading. Customer's blood glucose reading was 305 mg/dl. Customer was advised that he should always treat based on his blood glucose reading not his sensor glucose reading. Customer disagrees and will continue to treat based on his sensor glucose reading. Customer stated that the pump suspends based on the sensor glucose reading and it should be reliable enough to treat. Customer was advised that there could be up to a 25% variation and we do advise treating on the meter blood glucose reading. Customer's most recent blood glucose reading was 132 mg/dl. No add'l info provided.